Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that an unknown abutment and unknown healing abutment were unable to be seated inside the implant. Implant had to be removed and replaced with a new one in the same procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d10: ieha454, certain bellatek encode healing abutment 4.1mm(d) x 5mm(p) x 4mm(h), lot number: 1245797.

Event description:
Customer provided healing abutment information for one of the abutments.

Event description:
No additional event information received at this time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated:180. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. One (1) 3i t3 non-platform switched tapered implant 4 x 11.5mm (bost411) was returned. Visual evaluation of the as returned implant identified a removal tool stuck within the implant. However, damage to the drive feature and does not seat could not be identified. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (2021030194) revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot numbers for a similar event and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing could not be performed, and the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period and improper use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.